Event description:
It was reported that this deep brain stimulation (dbs) patient experienced a fall that was not related to the device or stimulation, following the explant of a non-boston scientific implantable pulse generator (ipg) and the implantation of a new ipg. As a result, the patient was admitted overnight to the emergency room (ER). Upon interrogation of the system in the ER revealed no impedance issues compared to the intraoperative interrogation. Minor adjustments to stimulation parameters were made, though the patient did not perceive any differences. The newly implanted ipg remains implanted. Following the event, the patient is recovering well.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states that gait difficulty or trouble walking and falls are a known risk with the use of deep brain stimulation. Therefore, in the absence of device return and analysis the likely root cause is a known inherent risk of the device. D2b: additional pro code selection that applies to the indication of this device- < nhl, pjs>.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - < nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) patient experienced a fall that was not related to the device or stimulation, following the explant of a non-boston scientific implantable pulse generator (ipg) and the implantation of a new ipg. As a result, the patient was admitted overnight to the emergency room (ER). Upon interrogation of the system in the ER revealed no impedance issues compared to the intraoperative interrogation. Minor adjustments to stimulation parameters were made, though the patient did not perceive any differences. The newly implanted ipg remains implanted. Following the event, the patient is recovering well.